Event description:
It was reported that the dexcom g7 glucose readings were visible on the dexcom app but not displaying on the ilet, consistent with a communication issue between the cgm sensor/transmitter and the ilet receiver module. Symptoms included no adverse clinical symptoms. Outcomes included no impact to health and no change in therapy, as the user manually entered a blood glucose value and continued use. Investigation included customer support troubleshooting and user education to reestablish data transmission. Investigation of this case revealed a loss of cgm signal to the ilet with continued cgm functionality on the paired app, indicating a device-to-device connectivity issue. It was concluded that the event was due to intermittent signal loss between the cgm and the ilet, with no patient harm.